Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump errors alarms confirmed in pump history due to broken trace on u1 keypad assembly. No pump error alarm noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarms. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.